Manufacturer narrative:
The device was returned to olympus and the device evaluation found a slice on the cable and noise showing on the image. Based on the results of the investigation, it is likely the image noise was caused by a faulty charged coupled device. However, a probable root cause could not be identified. The cause of evaluation finding of slice on cable was traced to component failure. However, a definitive root cause could not be established. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited a slice on cable and noise on image. There was no patient involvement.